Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6), 2010 after the use of the product.

Manufacturer narrative:
This is one event (death) for the same pt involving three separate products; associated with mdrs # 2934757-2014-00268, 1225714-2014-00467 and 1225714-2014-00474.